Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading low mg/dl. Bg cause was not known. Customer stated the low occurred overnight while customer was asleep and bg level was in target range when they woke up. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level reading high mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.